Event description:
A manager of interventional radiology ops reported an issue with an 8f low profile plastic vortex port detached bioflo catheter non-filled sh valved introducer. After port placement, a patient experienced loss of access due to the port flipping within the pocket following implantation. The port was said to have been sutured at two points, within the pocket, using 2-0 pds dissolvable stitches. Patient will undergo an additional surgical procedure due to the port flipping.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).